Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to continue using travel loaner pump already in possession and to return malfunctioning pump, and no further outcome information was provided.